Event description:
This report was initially provided to roche by FDA via medwatch report # (B)(4). Describe the event or problem: chemistry analyzer resulted a erroneous drug screen result. Chemistry analyzer resulted a false positive drug screen. Drug screen was re-ran and resulted negative x2. What was the original intended procedure?: chemistry analyzer should result correct results. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The field service representative found an issue with the probes. He replaced the probes and adjusted the rinse mechanism fluid levels, which appeared to resolve the issue. A hardware check was performed and the results were within specification. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.